Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that, during surgery the surgeon was required to apply additional force for the incision using an ophthalmic blade, which is usually easier to use for incising. Procedure details are unknown. The surgery was able to complete on the same day by replacing the knife and no harm occurred to the patient.